Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was turning off without command. It was stated that customer already tried to change batteries brand, but issue persisted. Customer also informs that already received a new battery cap and insulin pump still presenting low battery alerts. Troubleshooting was performed. The customer was not able to turn the insulin pump on to check the alarm history. Customer informs that interval between low battery alert and off no power was less than 24 hours. Batteries in use are new, battery cap was not damaged or corroded. Customer was oriented to try to clean the battery cap and compartment, to insert new batteries into insulin pump, and customer called to inform that issue persisted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specifications and displacement test. No unexpected low battery alarm anomalies noted. Device received with cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and stained address or serial number label. No unexpected a21 alarm anomalies noted..